Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 508 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer stated the insulin pump had cosmetic damage. Customer reported that they went for swimming and the insulin pump's screen was completely blank. Customer reported the time clock does not advance. Customer was not called back after they installed a new battery, monitored the insulin pump for 2 hours and frozen display recurred. Customer reported that no alarms occurred during or after the time that the buttons were not responding. Customer reported that the insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. Customer reported that the insulin pump exposed to water and there was no visible water inside the insulin pump. Customer states there was a crack on the back of the insulin pump. The customer was treated for the high blood glucose with insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify keypad unresponsive or button error alarm due to blank display. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.